Event description:
Related manufacturer reference number:2017865-2023-52044. It was reported that patient's right ventricular (rv) lead exhibited high out of range pacing impedance and loss of capture, during lead revision procedure insulation damage was noted on patient's atrial lead. Both leads wee capped and replaced on (B)(6) 2023. There were no patient consequences.